Event description:
It was reported to boston scientific corporation that during a ureteroscopic lithotripsy with polaris ultra ureteral stent placement procedure, the physician advanced the stent toward the lesion, over the guidewire using the pusher, causing the bottom of the stent to become ''crushed'' and almost buckled. As a result, the stent could not be advanced. Reportedly, the suture had been removed from the stent. The procedure was completed with another of the same device, with no complications to the patient, whose condition at the conclusion of the procedure was reportedly ''good.''

Manufacturer narrative:
A review of the manufacturing records for this lot showed no evidence of a manufacturing-related potential cause for this event. Analysis of the returned polaris ultra ureteral stent revealed several kinks on the bladder pigtail of the device. However, a guidewire was inserted and passed through the stent properly. Additionally, the suture hole on the same end of the device was ripped, which is consistent with one caused by the suture when it is being pulled. Procedural or clinical factors may have contributed to the bladder pigtail damage, including but not limited to interaction with other devices, handling of the device and the condition of the treated lesion.